Manufacturer narrative:
Supplemental submitted to correct the report from a malfunction to a serious injury.

Manufacturer narrative:
Concomitant medical products: product ID 435150, serial# (B)(4), implanted: (B)(6) 2005, product type: lead; product ID 435150, serial# (B)(4), implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
The consumer reported that they experienced loss of therapeutic effect. It was noted that in (B)(6) 2008 patient's battery depleted, stopped delivering therapeutic effect after 8-9 months, and patient was placed on a feeding tube (B)(6) 2008. It was reported that 6-7 months after it was placed in (B)(6) 2009, the small original feeding tube fell out but the closest health care provider (hcp) was 2.5 hours away. The patient saw a closer hcp who put in a wider tube that was not comfortable. The wider tube caused self-esteem issues that could not be handled by the patient. The feeding tube was removed in (B)(6) 2009 and never replaced. The patient also reported that after (B)(6) 2008 they were going to replace the device but then she got pregnant and surgery was cancelled. The patient lost the pregnancy and the surgery was rescheduled. However, the patient became pregnant again. The patient reported was not having any adverse events. On (B)(6) 2015, additional information received from the consumer reported that there were no significant changes in the patient's lifestyle or product programming. The settings were on the higher side but the device only lasted 7-8 months. The patient felt the product was faulty. The device was recently implanted so the patient had to wait due to insurance. The new device was never implanted as the patient no longer had insurance that covered the device. The indication-for-use was unknown. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Corrected to malfunction; no surgical intervention has occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the pacemaker was not working since (B)(6)2008 and had not been functional for 10 years; the patient wondered if they start to break down because it had not been functioning for 10 years, but the patient thought it was safe to keep it implanted. The patient did not know what steps were taken to investigate why it quit so soon. In 2009, the patient went to the ER horribly sick. No further complications were reported/anticipated.